Manufacturer narrative:
Other relevant device(s) are: software 9733467 fusion ent app and cmptr 9736119r rollingstone w/fsn os rfb. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by less than one hour. It was reported that the stingray tool card was missing from both lists. The medtronic representative (mr) re-installed ent tools 7 and that did not resolve issue. She then tried to re-install 6 and after re-installing, she received no input detected. The surgery was completed with the use of another navigation device and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. System checkout passed and no hardware issue were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis of casepart-289541 was initiated to determine the probable cause of the issue. Analysis found that computer booted normally to the application screen. There was no problem found. If information is provided in the future, a supplemental report will be issued.